Event description:
The customer reported no audio on the mx40 device. Although not known specifically, it is considered that the speaker failure occurred while the device was not connected to the central station (off network) or it was placed in monitor mode by the clinician, when audible alarm indicators were expected. There was no patient injury or harm reported.